Event description:
It was reported to philips that device had bent pins and the battery in slot b is not detected. The device was being used to monitor the patient, however there was no adverse event to the patient or user. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 7 and j2 pin 2 were found slightly bent.

Event description:
It was reported to philips that device had bent pins and the battery in slot b is not detected. The device as being used to monitor the patient, however there was no adverse event to the patient or user.